Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experiencing ongoing high blood glucose (bg) levels (350-400 mg/dl). Insulin injections were administered to address the bg level. The customer did not know what caused the high bg level. As the customer reverted to using insulin injections to manage diabetes, tandem technical support was unable to perform a pump system check to confirm if the pump was operating as intended. The customer was to use the insulin injections until (B)(6) 2017 due to insurance/cost.